Event description:
The customer reported an equipment restriction, which was later clarified to be an issue with ECG noise.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse), who confirmed the reported symptom. The issue was isolated to the power supply assembly, which was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the power supply assembly.